Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient with a post-op stemi, who was hemodynamically unstable, was being transported by ambulance to a cath lab. Levophed was infusing on channel a, dobutamine was on channel b, heparin was on channel c, and plasmalyte was on channel d. The nurse went to press buttons on the levophed channel to titrate the dose up to 120 mcg/min, but the buttons on both the levophed channel and pcu were "frozen" and the nurse was unable to titrate any infusions. The screen then flashed "channel disconnect" for channel a; the nurse reprogrammed the levophed in channel b after taking out the dobutamine line, which was no longer running. The nurse noted that there was only the movement of the ambulance that might have moved the channel; she was not opening the door or touching the channel at the time this happened. The rn was able to reprogram the levophed and no effect occurred to the patient's bp. However, the patient subsequently had a cardiac arrest in the hospital hallway while en route to the cath lab and could not be resuscitated. The customer states that the patient was very unstable to begin with, and the nurse did not believe the channel disconnect immediately affected the patient outcome.